Event description:
It was reported that the right ventricular (rv) lead alerted for high superior vena cava (svc) coil impedance. It was noted the rv coil impedance also increased. A possible fracture was suspected. The lead remains in use, but a replacement was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The partial lead in segments was returned, analyzed. Analysis indicated that the interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.